Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device was broken and thus the image was green. Based on the investigation additional malfunctions were identified: the fiber bonding in the outer tube area (distal end) was damaged, the r-unit is broken, and the protector of the video cable section was cut. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited white balance problems. There was no patient involvement.